Manufacturer narrative:
(B)(4).

Event description:
During insertion, md found that the tip of the dilator was torn. The md judged it as a defective product and used new product.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The dilator was returned separate from the sheath. The sample contained obvious signs of use in the form of biological material. Visual examination revealed the dilator tip was split and frayed. This damage is consistent with undue force being applied to the tip during an attempted insertion. The inner diameter could not be measured due to the damage observed. The outer diameter measured to be 0.097" which is within specifications of 0.096-0.099" per product drawing. The total length of the dilator measured to be 12.72" which is within specifications of 12.5-13" per product drawing. The returned dilator was able to fully advance and retract from the returned sheath. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
During insertion, md found that the tip of the dilator was torn. The md judged it as a defective product and used new product.